Manufacturer narrative:
Revision surgery is planned to resurface the patella for patient with a bicompartmental knee replacement. Surgeon plans to exchange poly insert during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery is planned to resurface the patella for patient with a bicompartmental knee replacement. Surgeon plans to exchange poly insert during the procedure.